Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of juep1433 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported during a subsequent dressing change this week,you can see that the door of the statlock was somehow damaged either prior to placing it or during the process. It was stated this occurred with two devices. This report addresses the first.